Event description:
On (B)(6) 2013, the lay user/patient¿ relative contacted lifescan (lfs) to report that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient¿s relative reported that the meter inaccuracy started in (B)(6) 2013. On an unspecified date/time in (B)(6) 2013, the patient reportedly obtained an inaccurate high reading between ¿350 and 370 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self-adjuster). In response to the elevated result, the patient took an increased dose of insulin. The reporter that a couple of hours later the patient developed symptoms of feeling shaky and sweaty. It is not known what treatment the patient received in response to symptoms. At the time of troubleshooting, the reporter confirmed the patient was using test strips that were in good condition. The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/11/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.